Manufacturer narrative:
Corrected data.

Event description:
Although failure analysis identified a malfunction, the malfunction would not have contributed to a serious injury nor is the potential for injury present therefore the event does not meet the criteria for reportability and should not have been submitted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced overstimulation during programming of their scs trial system. The programming was stopped and the epg header and base were replaced after which the issue reportedly resolved.